Manufacturer narrative:
Physio-control further evaluated the customer¿s device and replaced the therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause the reported issue was due to integrated circuit (ic), designator u63.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device displayed "therapy cable not connected." Physio attempted to shock using a test cable and the device was unable to deliver a shock. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device displayed "therapy cable not connected". Physio attempted to shock using a test cable and the device was unable to deliver a shock. There was no patient use associated with the reported event.